Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Eleven units were received for evaluation. The returned units were visually inspected; no damage or workmanship defects were detected. During functional testing, leaks were observed at the drip chambers of six of the samples. The root cause was a lack of a robust and repeatable adhesive dispensing method. To improve consistency, the process was updated to utilize an automated solvent dispenser. The action taken was after manufacture of the lot reported., corrected data: corrected - d4, h4.

Event description:
It was reported that the chamber connection was leaking water before use. No patient injury.